Manufacturer narrative:
A medtronic representative, following-up at the site, reported there were 5 exams merged prior to registration, the site does not believe the reference frame was changed in a way that woud cause the registration to be lost. Software investigation not completed.

Manufacturer narrative:
The software logs were analyzed by engineering. The logs did not contain anything that would conclusively provide a reason for losing the registration exam.

Event description:
A site representative reported that, while in a cranial procedure, registration was unexpectedly lost when the surgeon attempted to merge the intraoperative magnetic resonance imaging (imri) exam to the pre-op exams. It was noted that it could not be confirmed if registration was deleted by a site representative. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.